Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. Correction: g4 the device was returned to olympus for inspection. Based on the results of the inspection failed the visual inspection check of beak area. The cause of the defect could not be identified. However, the likely caused by a component failure and impact of the beak area. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the inner sheath, for 26 fr. Outer sheath had parts came off at the peak section of the distal end. The issue occurred during reprocessing. There were no reports of patient harm.